Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation and the reported condition was confirmed. Visual inspection showed that the male luer had separated from the tubing. Closer visual inspection under a microscope showed that there is no sign of a plow ridge or residual solvent residue on the tubing end. The interior of the luer in-let port also showed no signs of solvent residue. The luer and tubing separation occurred due to lack of, or no solvent bond on mating the surfaces. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance that the interlink basic solution set was attached and primed with ns solution to a premedication bag containing aloxi 0.25mg and 12mg decadron. While the nurse was hanging the premed bag, the IV tubing broke away from the drip chamber spilling contents on the chair table and a small amount on the patient's arm. The spill was cleaned up and a new bag with premeds was mixed and hung without any further issues. There was no patient injury or medical intervention reported. No additional information is available.